Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - it was reported that an increased right-ventricular pacing threshold was continuously observed a short time after the implantation. First a dislodgement or pericardial effusion was suspected but then ruled out. No deterioration of the patient's state of health was reported. No event or explant date was provided and there was no indication this lead was explanted.